Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue of the charge-pak and attention icons and also observed the device to not remain powered on.  After an evaluation of the device and the electronic device download, it was determined that the customer had never replaced the charge-pak assembly (over 10 years old) and the internal hlc batteries had become depleted as a result.  The device operating instructions advise that the charge-pak assembly be replaced after two years, at the expiration date on the charge-pak.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons.  After an evaluation of the device by physio-control, it was observed that the device would not remain powered on.  In this state, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.